Manufacturer narrative:
The patient weight was not provided. Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device - 8 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was tired and short of breath, and that the lvad produced low flow alarms. A heparin infusion was initiated. The patient stated feeling better the following day. The patient received a pump exchange on (B)(6) 2017 due to suspected thrombus. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump and patient¿s system controller were returned to the manufacturer for evaluation. Review of the log file data downloaded from the returned system controller confirmed the reported low flow alarms. Numerous low flow hazard alarms associated with the flow estimation levels below 2.5 lpm were recorded in the history file. Full functional testing of the returned system controller was performed using laboratory equipment. The low flow events recorded in the downloaded log file were unable to be reproduced. The system controller functioned as intended during analysis and the events recorded in the log file could not be correlated to an issue with the system controller. The explanted pump was returned assembled with the driveline cut approximately 11.5 inches from the pump housing. The severed external distal portion of the driveline was not returned. Visual inspection of the sealed outflow graft upon disassembly of the device revealed a twist at the proximal end of the graft, adjacent to the attachment hardware. The normal tissue ingrowth between the graft and the bend relief did not appear twisted. This ingrowth of tissue appeared to have formed around the graft twist, suggesting that the graft had been twisted for an undetermined period of time while the pump was supporting the patient. Based on the positioning of the black line printed on the outflow graft, the graft appeared to have been twisted approximately 90 degrees. Dissection of the graft revealed a deposition of loosely coagulated blood. Examination of the sealed inflow conduit, the outlet elbow, and the body of the pump also revealed acute depositions of loosely coagulated blood that appeared consistent with poor surface washing due to a low flow event. No developed or laminated thrombus formations were identified. Although a specific cause for the observed twist in the sealed outflow graft could not conclusively be determined through this evaluation, it could have contributed to the low flow events recorded in the system controller log file data. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records for the pump and system controller found no deviations from manufacturing specifications. The manufacturer is closing its file on this event.